Event description:
Dr discovered that the tibial baseplate was broken during the pt's most recent visit to the office. At the time of surgery he removed the baseplate & insert. He decided to remove the femoral component because it had been scratched by the baseplate. He left the cemented all poly patella in place.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.